Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. A pump reset was performed resolving the issue. Subsequently, after the pump reset was performed the pump time was observed to be inaccurate by one hour. The customers blood glucose was 223 mg/dl. The pump time was updated to be accurate.